Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 analyzer. (B)(4).

Event description:
It was reported, the digitizer was bad, unable to calibrate. There were areas on the screen that were unclickable. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the stylus and cursor were not aligning; overlay/bezel assembly found out of electrical specification. Analysis also found the latch tab on the power cord door was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.